Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Event month and day unknown. Only year (2017) is known. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify which grey lever broke (the light grey closing trigger or the dark grey firing trigger)? When the staple line was incomplete, did the device cut at all? If yes, were the cut line and staple line approximately equal in length? Was there any difficulty opening the jaws of the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open?

Event description:
It was reported that during a lap appendectomy, the device jammed and the grey lever broke. The staple line was incomplete; surgery was finished with new device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 4/16/2018. Batch # p57689. Investigation summary: the analysis results found that the ats45 device was received with the firing trigger broken and with a tr45w reload loaded in the device. The device was loaded and partially fired 1/2. The reload had the cartridge lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that 100% inspections take place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.